Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call for prime anomaly. Customer¿s blood glucose was unknown. Customer reported that they had a problem with the insulin pump trying to put the reservoir, it gives the option to lower the machine. Customer stated that they are unable to exit the preparing to prime loop. Advise customer to hold down act until they receive second series of beeps and/or numbers appear on the display. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Advise customer the pump will need to be replaced. Advise customer to revert to back up plan per hcp instructions. The insulin pump will be returned for analysis.